Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview 6 had no cautery. The cables and generators were switched out twice; however, this did not resolve the problem. A replacement vasoview 6 was then tried but still was no cautery. The pa modified the bisector by squeezing it with a hemostat. The device worked properly with the modification and the procedure was completed. The hospital did not report any pt effects. The hospital intends to return the product in question.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted if the device is received. Lot history record reviews were completed for the reported product lot numbers. There were no nonconformance issues(s) with these production lots. (B)(4).